Manufacturer narrative:
This report is submitted on june 23, 2023.

Event description:
Per the clinic, open circuits were noted on several electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). This report is submitted on august 7, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on january 09, 2024.